Manufacturer narrative:
Results: device was confirmed to have a bent door, which results from being dropped. The bent door can directly cause overinfusion and/or free flow. Conclusions: device was repaired to specification. The door assembly was replaced, the pump fully tested per procedure. The door assembly can become bent when dropped or damaged from use.

Event description:
It was reported that, "the pump was dropped, the latch is bent, the pump free flowed, and the patient recovered. Customer has reported to ecri".